Event description:
It is reported the device was implanted during week of 2007. Intra-operative x-rays showed that the device was crooked at an angle. The physician was able to remove the device and replace it seated as intended.